Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During primary follow-up after an implant procedure, x-ray imaging revealed that the right atrial (ra) lead was dislodged. A repositioning procedure was attempted, however, it was not possible to extend the helix into the cardiac tissue. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and ¿white material inside the helix¿. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue. The reported event of white material inside the helix was confirmed. Visual inspection found the steroid plug found shifted towards the end of the helix. The cause of the reported event of white material inside the helix is consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies.